Manufacturer narrative:
Additional information: b4, g3, h2, h11. Based on additional information received, the device causality was assessed as unrelated to the event, and therefore this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that approximately two months after implantation of an intraocular lens (iol), the surgeon observed that the intraocular lens appeared cloudy. The surgeon initially suspected posterior capsule opacification (pco) and began performing a yag laser posterior capsulotomy. After the first yag laser shot, the surgeon observed that the haze originated from within the iol optic rather than the posterior capsule and the yag procedure was aborted. An iol exchange was subsequently performed. During removal, the posterior capsular opening created by the initial yag shot enlarged as the surgeon attempted to rotate the temporal haptic, which was stuck in the capsular fornix. Because the haptic could not be safely freed, it was cut and a different model iol was then placed in the sulcus with reverse optic capture. In the surgeon¿s opinion, the most likely cause of the event is a defect in the original iol.

Manufacturer narrative:
Additional information: a2, b3, b4, b5, b6, d4, d6a, d9, d10, g3, h2, h4, h6, h11. The device was returned and evaluation is in progress. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A follow-up report will be submitted upon completion of investigation.

Event description:
Additional information was received indicating the event involved the patient's left eye, and the patient reported experiencing a visual haze prior to the exchange procedure. During the intraocular lens exchange procedure, the surgeon intended to use the same model iol as the original device. However, due to the structure of the capsular bag, the same model could not be implanted, and a different model iol was used.